Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Discovered at processing, unknown when device/component was separated. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service & repair history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented that a screw is missing from the inter-lock screwdriver t25/3.5mm hex/330mm. This was discovered by sterile processing. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review: part no: 03.010.472, lot no: 7864614: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 23april2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the screw was missing. The repair technician reported the tip was bent. Bent is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the complaint condition is confirmed as the nut component is missing as reported. When the device was examined it was also noted that the distal tip was deformed. The method of use/handling likely resulted in the compliant condition. However, as the issue was noted by sterile processing, additional information regarding when and how the device malfunctioned is unknown and consequently the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, this screwdriver is intended for insertion and removal of proximal locking screws during femoral and tibial nail procedures. The screwdriver was received with surface scratches consistent with the expected wear from use. The nut component is missing as reported. This component is responsible for holding and advancing the inter-locking sliding bar in the main body of the device to retain the desired screw. When the device was examined, it was noted that the distal tip of the main body is also deformed such that the tabs that mate with the inter-locking sliding bar component are bent distally. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already missing the component and damaged. A review of the current design drawing / manufactured revision for the top level drawing, the nut component, and the shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The nut component and sliding bar component are to be disassembled for cleaning. Thus, as there is no damage to the nut location, the most probable root cause for the missing nut is that the components were inadvertently not put back together properly and/or lost during sterilization. When the device was examined it was also noted that the distal tip was deformed. This condition is consistent with the result of excessive force with the screwdriver not properly seated in the screw recess. When seated flat against the screw recess this damage would not occur. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.